Event description:
It was reported the device was used during a preperitoneal hernia repair. It was reported the ted12 balloon burst. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: instrument was received with a burst balloon. The initial point of damage appeared to have propagated at the distal tip.